Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To address the problem, technical support instructed the caller through a system check, but no issues were identified. The customer replaced pump supplies as necessary and resume insulin use.